Event description:
It was reported that the end of the catheter was damaged.

Manufacturer narrative:
The distal end of the returned catheter had a jagged edge. The proximal end of the catheter was sliced near the flow holes. It is undetermined how or when this damage may have occurred. The catheter met all specifications for tensile strength and elongation testing. A review of the mfg records showed no anomalies.